Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: per service record received by a carefusion authorized service technician, the burning smell was coming from the external battery supply. The battery had overcharged and was responsible for the smell. The service technician disposed of the defective battery and the external power supply and replaced it with the updated version of the external power supply. The ltv ventilator had no issues. The service technician performed a general power and performance check out procedure test, and the unit passed.

Event description:
It was reported to carefusion that a burning smell was coming from the ventilator during normal operating mode while in use on a patient. The ventilator changed out for another unit with no report of any issues.